Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnected from a clearlink system continu-flo solution set. During heparin infusion while the patient's arm was elevated on a pillow, the patient felt the pillow was wet and observed the device had disconnected at the one link valve. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.